Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information, lot number was unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw iunihg fractured. Doctor was able to place a new screw.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual evaluation of the as returned product identified that the device was fractured.functional testing could not be performed since the product was fractured.no pre-existing conditions were noted on the per. Additionally, the patient had unknown bone density. The reported device was located on tooth # 16 and was used for approximately 4 years 2 months.x-ray image was provided and fracture was confirmed.the customer did not report a malfunction for the implant. It was reported the doctor was able to place a new screw he had on stock when he identified the fractured screw. Since the implant had its screw removed and replaced, and is functioning as intended, no investigation is necessary for the implant.DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications.a complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event.may post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunihg).therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was not returned to palm beach gardens as it remains in spain. Since the reported product has not been returned for investigation, visual/functional evaluation could not be performed. The investigation has been performed based on the available device information. No pre-existing conditions were noted on the per. Additionally, the patient had unknown bone density. The reported device was located on tooth # 16 and was used for approximately 4 years 2 months. The customer provided an x-ray image (attached), which shows the fractured screw inside an implant, confirming the reported event. The customer did not report a malfunction for the implant. It was reported the doctor was able to place a new screw he had on stock when he identified the fractured screw. Since the implant had its screw removed and replaced, and is functioning as intended, no investigation is necessary for the implant. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw fracture) or device (iunihg).therefore, based on the available information, device malfunction did occur and the reported event was confirmed as a fractured screw was identified using the provided x-ray. The following sections have been updated: b4: date of this report. B5: describe event or problem. G4: date received by manufacturer. G7: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative.

Event description:
No further event information is available at the time of this report.